Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: h607m63, heart band, implanted: (B)(6) 1997; ddbb1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency room with an acute liver injury and chest pain. The patient's lab work came back abnormal and post liver injury, large t-waves were observed. The right ventricular (rv) lead exhibited t-wave oversensing (twos) and thresholds below range. The sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.